Event description:
A patient reports pain with swelling and lump. It was reported that a faradrive steerable sheath clear was selected for use during a clinical repeat ablation procedure (completed on (B)(6) 2025). Post operation swelling. At insertion site of loop recorder, the patient reports pain with swelling and lump. It was advised to use icce, which did improve the condition. Some remaining tenderness. Also, medication was adjusted. No further information provided. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.